Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 275 mg/dl, and 38 mg/dl within 10 minutes. All tests were perfomed on the finger. The results when plotted on a parkes error grip fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.